Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping.

Event description:
It was reported that a sensor wire was used during ureteroscopy procedure. During procedure, a piece of plastic was found on the tip of the wire. The procedure was completed. There were no patient complications as a result of this event.